Event description:
Customer was hospitalized for dka. Customer was vomiting when admitted. Troubleshooting was done and lead screw rotated accurately but insulin did not exit. A second test was not possible because the customer did not have another infusion set with him. Nurse stated that she would have the customer call back to finish troubleshooting.